Event description:
It was reported by service report that the main power cord plug was cut off. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed was missing power cord plug.